Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 1 month ago. The iliac artery was ectatic with an area of stenosis. Proximally it measured 18 mm. In the area of stenosis, it measured 10 mm and distally it measured 20 mm (hour glass shaped). It was reported that after the contralateral limb was implanted, the nose cone got caught in the iliac artery and could not be easily removed (see MFR# 2953200-2009-00806). The physician had to use force to remove the delivery sys from the pt. The physician was also dissatisfied with the unsupported stent area of the ipsilateral limb which was adjacent to the area of stenosis. The delivery system was discarded after the procedure. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Eval, results/conclusion: ectatic iliac artery with area of narrowing due to stenosis.